Event description:
Per physician, gun would not retract. After firing, unable to sample again. Opened a second gun to complete the procedure. Product had patient contact but no patient harm. Manufacturer response for invivo fully automatic biopsy gun, (brand not provided) (per site reporter). Replacement sent; failure disposed of.